Event description:
It was reported to nova biomedical that a consumer received a result of 599 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 568 mg/dl. Based on these results, the consumer administered an unknown amount of insulin, described by the consumer as too much insulin and he wasn't feeling well. No medical intervention was required. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.